Event description:
The pt experienced an overdose about six weeks ago and was admitted to the intensive care unit. Per the rptr, the pt is doing fine now. It was unclear if the pump was stopped. Treatment options were being considered. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).